Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red skin on her back. Follow-up indicated that the patient followed up with a physician and decided to end use of the lifevest.